Event description:
User inhaled powder from surgical gloves while assisting in a dressing change and experienced facial swelling, tingling, scratchy throat, diminished level of consciousness. User was treated in ER with im epipen and benadryl.